Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to disconnect tubing and cartridge, tighten connections, and deliver multiple test boluses, and testing showed that occlusion was caused by blockage in cartridge; customer changed cartridge and related supplies as instructed, successful boluses were delivered, and customer resumed insulin therapy with updated supplies.